Event description:
Pt reported she has experienced elevated blood glucose of 400-500 mg/dl during the night over the past 4 days. She switched to her backup infusion device using the same basal rates and experienced no add'l problems. Pt reported she does not trust the insulin delivery of the infusion device. The infusion device was replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.